Manufacturer narrative:
Abbott received the patient's percutaneous lead on (B)(6) 2021 for evaluation. The patient remains ongoing on (B)(4) for lvas support. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is complete.

Event description:
It was reported on (B)(6) 2021 that the patient experienced low speed advisory alarms. Log file interrogation showed pump stops and low speed advisories. Speed drops were as low as 0 revolutions per minute (rpm). These issues only appeared to be occurring while the patient was connected to power module. X-rays taken showed minor damage to the driveline. It was reported on 10sep2021 that a driveline repair was performed on (B)(6) 2021. The maximum external driveline length was removed so another driveline repair would not be possible. The patient remained admitted on an ungrounded patient cable.

Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: low speed/pump stop events were confirmed via the submitted log file data. The submitted log file data captured multiple low speed and pump stop events while the system was supported with the power module. Specific dates and times for these events cannot be conclusively determined as the majority of the captured log file events occurred at the default manufacturing timestamp of (B)(6) 2001 at 01:00:00. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by an abbott technical services representative on 09sep2021. The approximately 19.0" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on (B)(6). Additional information regarding the event was requested from the account; however, none has been provided at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 20dec2017. The heartmate ii left ventricular assist system instructions for use, rev. H, discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. This document provides important information regarding the heartmate batteries and outlines monitoring battery charge level/replacing depleted batteries. This document outlines all system controller alarms, as well as how to respond to such events. The instructions for use explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The heartmate ii left ventricular assist system patient handbook, rev. G, also contains information on caring for the driveline. The patient handbook outlines battery charge level, fuel gauge display, and all system controller alarms, as well as how to respond to such events. This document explains that if the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. The patient handbook indicates that the power module should be used for power while the user is indoors relaxing¿and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. Instructions for exchanging batteries and switching power sources are provided in the patient handbook. This document also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.